Event description:
A customer reported to beckman coulter inc., (bec) that the nucleated red blood cells (nrbc) chamber is overflowing a liquid while running control material on the unicel dxh 800 coulter instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and facemask. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control plan in place. Material safety data sheet (msds) was not reviewed. The spill was cleaned up by the operator. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) spoke with the customer by phone. Customer was able to clear the overflow condition by bleaching the nrbc module. Root cause for the nrbc chamber overflow was a defective nrbc chamber. (B)(4). An MDR associated with this event: 1061932-2011-02186.